Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the phenomenon occurred could be due to failure of video processing board ,power supply board failure, lcd panel failure. Additionally, it was confirmed that 6 years and 4 months had passed since the product was manufactured. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer it was determined that issue reported to occur two weeks ago. Issue appears to be intermittent. Tac suggested to the customer to try surgical generator, checking grounds, keep surgical generator as far away from video system and cable as possible. The model and serial number of the surgical generator was not provided. A follow up was made to the customer multiple times to see if the suggested resolution worked and if assistance still needed, however, no response was received. It is likely that the issue was resolved. To date, there are no other issues reported. This report will be supplemented accordingly following investigations.

Event description:
A report of monitor blanks out when surgical generator is activated during an unknown procedure was reported. There was no patient harm or injury reported due to the event. No user injury was reported.